Event description:
On (B)(6) 2013 the reporter contacted animas to report that on unspecified dates, the patient experienced two episodes of ¿dka¿ with blood glucose levels of 400 mg/dl. The patient experienced the symptoms of nausea, stomach pain and headache. The patient administered self-treatment by correcting her blood glucose levels with insulin via a syringe; she did not seek any medical attention. Troubleshooting revealed the pump¿s basal rate setting and date/time were correct. It was also determined the patient had not set the pump¿s advanced settings correctly, which may have contributed to inaccurate insulin delivery. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. The patient¿s technique was incorrect by not programming the pump¿s advanced settings correctly. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia afterwards, this complaint is being reported.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/28/2015 with the following findings: the black box began on (B)(6) 2014. Due to continuous use of the pump, the black box data and histories for the event on 08/12/2013 have been overwritten. A review of the available black box and alarm history showed no errors, alarms or warnings related to the complaint. The total daily doses added up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.